Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. With a lot number we are unable to determine the correct 510k. Device manufacture date: unknown. (B)(4). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger rod broke. This was discovered during use. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. It was reported that the plunger rod broke by applying excessive pressure in an attempt to remedy fill resistance issue. Event description per email states: caller reported experience when he broke the plunger by applying too much pressure in an attempt to remedy separate fill resistance issue. Number of occurrences - 1x {event date approx.}. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no is product manufactured by bd? - yes; return product not available. Resolution - caller was able to successfully fill a cartridge. No further action required.